Event description:
Customer reported via phone call to have received a no delivery alarm. Customer reported that on two occasions when infusion sets were changed, it was discovered that cannulas were bent. Customer's blood glucose was 220 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer threw away set and requested for product to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.